Event description:
The pt presented to ER with vaginal bleeding and lower abdominal pain. A 16 french bard lubin 0 sil latex free catheter was placed without difficulty. The model number on the catheter hub was 175816/nguj3190. The balloon was inflated without difficulty and a slight tug on the catheter met resistance. Catheter was noted to be draining urine. The pt was taken for pelvic ultrasound and the ultrasound tech reported the catheter malfunction. ER nurse assessed placement with slight tug on catheter. The catheter slid out. We could not inflate the balloon and noted the tip of the catheter was missing. Patient was then taken for bladder ultrasound which was negative for a foreign body and was referred for an outpatient cystoscopy to ensure no foreign body.